Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero.), pump error 53(software error detected), a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and complete rewind the pump. The insulin pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement and self-tests. No unexpected pump error 53, 23, 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 23 on 11/20/2025 11:10:11.000, 11/20/2025 11:10:26.000, pump error 53 on 11/20/2025 18:10:33.000, 11/20/2025 18:13:16.000, 11/20/2025 18:26:35.000, 11/20/2025 18:50:52.000. Pump error 15 in history file on event date 11/20/2025 11:10:09.000, 11/20/2025 11:10:22.000. File number: 38, line number: 442 due to hardware error electronic defective. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked battery tube thread. In conclusion, unit passed all required tests and no unexpected pump error 53, 23, 15 alarms during testing. However, pump error 53, 15, 23 alarms confirmed in the history file due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.